Manufacturer narrative:
H10: the device was returned for evaluation. A visual inspection was performed, and it was noted that the silicone tubing was separated from the set. There were markings on the end of the silicone tubing, indicating that it was attached to the post of the dark blue female connector. The reported condition was verified. The cause could not be determined; however, the tubing to the female connector is a friction fit and not a solvent bond, therefore, the separation could occur if there was a strong tug on the tubing during use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist clamp disconnected from the tubing of a minicap extended life pd transfer set which resulted in leak. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury; however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.